Event description:
The surgeon placed the pin fired the instrument and then transected the bowel. When they removed the instrument and performed their check, they discovered the bowel was opened. There were formed staples on the instrument, but no trace of them on the bowel. The surgeon hand sewed to complete the procedure.